Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported to sales rep that when they opened the package there were missing a centralizer.